Event description:
Sales rep. Reported, "the physician tore the superior vena cava while trying to remove fibrosed pacemaker leads with the lr-pfta-11.0 system in the operating room at (B)(6) clinic hospital. It is standard procedure to have a cv surgeon on stand-by during the procedure. The patient was immediately converted to an open procedure and the surgeon repaired the tear. Patient is doing well from what I understand." Sales rep stated, "adverse effects to the patient occurred because of this procedure. The superior vena cava was torn and stematomy to repair the tear in superior vena cava was performed."

Manufacturer narrative:
(B)(4). Sales rep stated, "product will not be returned." Product not being returned for evaluation. None.